Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was not powering on when she was trying to test. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2014 at 8:30 am. The patient reported using ¿gabertron¿ unknown dose to manage her diabetes. The patient reported making no changes to her usual diabetes management routine on the day of the alleged issue. The patient reported a couple days after the issue occurred she developed shaking. The patient denied receiving any medical intervention in response to her symptoms. At the time of troubleshooting, the cca discovered there was misuse of the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue, she was unable to test and therefore developed symptoms suggestive of hypoglycemia.